Event description:
It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, there was no blood flow coming from the marker lumen of the prostyle device. The marker lumen had been flushed successfully prior to use. The device was removed and flushed again. When it was advanced again and positioned in the artery, there was still no blood flow from the marker lumen. The device was removed and an attempt was made with another prostyle device; however, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate manufacturer report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling. Correction: h6: medical device problem code: code 1142 was removed and code 2616 was added. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
Subsequent to the previously filed medwatch report, the devices were returned and additional information was received. It was reported that this was an arteriotomy closure of the moderately calcified left common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, there was no blood flow coming from the marker lumen of the prostyle device. The marker lumen had been flushed successfully prior to use. The device was removed and flushed again. When it was advanced again and positioned in the artery, there was still no blood flow from the marker lumen. The device was removed and an attempt was made with another prostyle device; however, the sutures did not capture the vessel as it was deployed in the tissue tract. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.